Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. One photo of an eye with an undilated pupil was provided and reviewed by a company physician. Phot:o: a grayish ring at the inferior limbus is observed potentially compatible with gerontoxon. A yellowish pupil area is also observed, nonetheless, unable to determine origin, cause or exact location of the apparent opacity/haziness. Potential effect on vision cannot be determined from photo. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an opaque lens seven years following an intraocular lens (iol) implant procedure. The patient has experienced dimness of vision in that eye. The lens remains implanted.

Manufacturer narrative:
Photo evaluation: photo review by company physician. One photo of an eye with an undilated pupil was provided. A grayish ring at the inferior limbus is observed potentially compatible with gerontoxon. A yellowish pupil area is also observed, nonetheless, unable to determine origin, cause or exact location of the apparent opacity/haziness. Potential effect on vision cannot be determined from photo. We are unable to determine a root cause for the reported complaint "iol is opaque and patient has complain about dimness of vision in left eye". Potential effect on vision cannot be determined from photo. All product and batch history records are quality reviewed prior to product release. (B)(4).